Manufacturer narrative:
(B)(4). The technician updated this event by stating that he retried calibrating the inspiratory pressure transducer, and this time the a/d counts changed. He rebooted the unit several times, and checked the nasal CPAP calibration, and he was successful. He retested the unit once more, and was successful. The unit was eventually placed back into service.

Event description:
The following event was reported by a distributor in (B)(4) on behalf of a hospital based in the netherlands. The distributor was contacted by the hospital requesting for a technician to assist with a unit that had an inspiratory pressure transducer that was unresponsive. According to the hospital, a/d count readings were stuck at 2037( which matched the stored inspiratory pressure value), however when they attempted to calibrate, the value remained the same. The technician evaluated the unit, and he experienced the same issue. He determined that the most probable cause was likely a defective printed circuit board assembly. No patient involvement. Event occured during testing.

Manufacturer narrative:
Additional information: this reported issue has been identified to be related to a known issue being addressed through a field corrective action. Remediation and repair of the suspect device has been completed and no further investigation is required.